Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine(hc). The nurse stated she is going to transfer home patient(hp) to baxter. The technical service representative(tsr) asked the hp some troubleshooting questions. The hp stated the alarms are cleared now. The tsr assisted the hp to cycle power. The hc went to press go to start. The tsr explained the hp can finish therapy with manual bags and start over with new supplies tonight. The tsr advised the hp to contact baxter at the time of the alarms and to let the nurse know about the alarms. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the registered nurse (rn) regarding the system error 2240. The rn did not remember any details about the alarm. No further information was available. This report for a system error 2240 (air in set) was not confirmed, as the sample was not returned. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.